Event description:
Customer reported catheter would not deflate. Cut catheter, still could not remove. Went to a urologist who could not remove catheter. Dr. Sent him to hosp. Balloon was popped in hosp by inserting needle through abdomen. Pt is doing well.